Event description:
"It was reported that "14 apr 2024, the nurse found that the patient's iabp machine alarmed frequently, suggesting catheter circuit leakage. Immediately checked the iabp machine and tubing, the machine was not faulty, the tubing was properly fixed, the balloon did not appear to have leakage, and there was no blood seepage from the puncture port, which was reset to zero, and the tubing was smooth, and the frequency of alarms was reduced, but there were still intermittent alarms. The frequency of alarms was reduced, but there were still intermittent alarms. The engineer and manufacturer were contacted by phone to check that the machine and tubing were not damaged. Considering that it may be related to the mismatch between the machine and the tubing, the engineer suggested to reduce the balloon to be fully inflated. Subsequent alarms reduced. "

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reported complaint that the "iabp machine alarmed frequently, suggesting catheter circuit leakage" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "it was reported that "on (B)(6) 2024, the nurse found that the patient's iabp machine alarmed frequently, suggesting catheter circuit leakage. Immediately checked the iabp machine and tubing, the machine was not faulty, the tubing was properly fixed, the balloon did not appear to have leakage, and there was no blood seepage from the puncture port, which was reset to zero, and the tubing was smooth, and the frequency of alarms was reduced, but there were still intermittent alarms. The frequency of alarms was reduced, but there were still intermittent alarms. The engineer and manufacturer were contacted by phone to check that the machine and tubing were not damaged. Considering that it may be related to the mismatch between the machine and the tubing, the engineer suggested to reduce the balloon to be fully inflated. Subsequent alarms reduced. "